Manufacturer narrative:
An event of retraction problem was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported retraction problem and difficult to setup could not be determined. It possible due to procedural conditions (user techniques handling) contributed to the reported issues. However, this cannot be confirmed. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2026, a 35 mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). During the procedure, the valve was not able to be fully recaptured, then a micro adjustment wheel was used by retracting the ds into the descending aorta, but the gap remained unchanged, so it was removed from the patient's anatomy, and a new valve was replaced and implanted successfully. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient was in a stable condition and subsequently discharged.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.